Event description:
It was reported that the user experienced hyperglycemia to 324 mg/dl after an infusion set was deployed with the needle cover left in place, preventing insulin delivery; a full supply change and proper load sequence restored insulin delivery, and replacement supplies were shipped. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia outside the target range for approximately two hours without ketone testing, backup therapy, medical intervention, or hospitalization. Investigation included technical troubleshooting by phone and user retraining on correct infusion set deployment. Investigation of this case revealed incorrect infusion set deployment that resulted in interrupted insulin delivery and subsequent hyperglycemia, with blood glucose decreasing after correction. It was concluded that user technique caused the event and that the device functioned as intended once the infusion set was correctly deployed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.